Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
A stryker micro reciprocating saw was sent in for repair due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.